Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 804:26 was confirmed during product evaluation. The quality engineer has determined the assignable cause to be a software failure. No repairs were performed for the reported condition. The user interface module software version is 5.09.90. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility representative reported a colleague infusion pump with a 804:26 failure code. It is unknown when this condition occurred. This condition had the potential to interrupt delivery. According to the hospital representative, it is unknown if there was any patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.